Event description:
It was reported when using the pyxis medstation es system went offline. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an upgrade of an offsite server. A field service engineer accessed administrator mode to restart the bomgar jump client and found that the station was already operational again. The system functioned as intended after the field service engineer verified the device.